Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was hospitalized but they did not provided information about the hospitalization. The customer stated that they were trying to connect the sensor but kept receiving lost sensor alerts. The customer was treated with manual injections and was connected to the help line for further assistance. The customer did not return the product back for analysis.